Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: during investigation, moisture was found under the display lens. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find moisture on the display lens, and the printed circuit board.